Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 21, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g3. (Date received by manufacturer). G6. (Indication that this is a follow-up report). H2. (Follow-up due to additional information). H6. (Identification of evaluation codes 4114, 3221, 4315). Type of investigation: 4114 device not returned. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established . The affected sample was not returned for evaluation, a thorough investigation could not be performed. A representative retention sample was not able to be reviewed as the affected lot number was not provided. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed the temperature probes did not function. No known impact or consequence to patient . Product was not changed out. Procedure was completed successfully.